Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during a routine follow-up, the right ventricle (rv) lead displayed low pacing and sensing. The following day, an x-ray was performed and confirmed a dislodged rv lead. The tachy therapies were turned off and the patient will be re-evaluated. Six days later, the patient was re-evaluated, and the rv lead was repositioned successfully. The rv lead displayed excellent electrical parameters. No additional adverse patient effects were reported. This product remains in service.